Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from a patient¿s right eye due to persistent negative dysphotopsia, which manifested as a dark half halo in the temporal vision for a duration of three months subsequent to the implantation. Rhexis too large for reverse optic capture. It is unknown if the issue affected the patient's daily activities. The issue was noticed during post-op examination. A non-johnson and johnson lens of the same diopter was used as the replacement. There was no vitrectomy or incision enlargement, but unplanned sutures were required. It is unknown if outside of standard care medication was prescribed or if there was a delay in procedure. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 3, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen container with an unknown fluid. The lens was cleaned and visual inspection revealed cosmetic scratches. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿cosmetic issues" observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the code (4625) for the reported "unplanned sutures" was inadvertently not entered in the section "h6" of the initial or follow up MDR reports; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section h6: health effect - impact code: 4625 - additional surgery (unplanned sutures). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.